Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not obtained.

Event description:
It was reported that the patient¿s ipg was unable to communicate with external device. Troubleshooting was unable to resolve the issue. Information indicates that the patient recently had an unrelated surgical procedure.

Manufacturer narrative:
Corrected data: e1- the initial reporter's name and address was corrected.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received indicates that troubleshooting was unable to resolve the issue.

Manufacturer narrative:
Type of reportable event was updated to serious injury. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, stimulation was confirmed post operatively.